Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl at the time of incident. Customer had treated low blood glucose level with food. Customer had been experiencing low blood glucose about three days. Customer reported weakness as symptom of low blood glucose level. Customer alleged that the insulin pump was over delivering insulin because on the graph they saw the dots as if delivery basal. Customer was doing fill tubing prior to event. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of incident. The insulin pump will not be returned for analysis.